Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that there was a backlight issue due to the connector on the main printed circuit board (pcb). It was also indicated that multiple external components were broken and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector. The epg was returned for service. There was no patient involvement.